Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00310 on 20-dec-2024. Additional information (31-dec-2024): quality control (qc) recovered within range before the affected sample was processed on the instrument. Siemens further evaluated the event and concluded that malfunctioning cuvette washer and filters, and reagent 1 and reagent 2 misalignments, which were addressed with the activities mentioned in the initial report, including maintenance of the fitting on the wash station and replacement of filters, the manifold on the d-line, and dryer, potentially contributed to the event. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center and reported that a falsely depressed enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 500 intelligent lab system. A siemens customer service engineer (cse) was sent to the customer's site. The cse verified the cuvette washing station, cleaned the fittings with bleach, and replaced the filters, the manifold on line d, and the dryer. The cse performed an aspiration test, a vacuum test, photometry verification, instrument verification, quick check, and quality control checks, which recovered acceptably. The cse also initialized the system. The cause of the falsely depressed ecrea result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 500 intelligent lab system. The erroneous result was flagged with below assay range and was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result recovered higher than the initial result and was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecrea result.